Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the ground prong and blades on the ac power cord were bent. The pump was returned to the IV department for an unspecified reason. During testing the user facility, it was noted that the ground plug and blades on the ac power cord plug were bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.